Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent migration occurred. The patient underwent abdominal aortography and iliac artery stenting. Vascular access was obtained via the femoral artery and placed guidewire vessel sheath. The mild dissected target lesion was located in the non-calcified and non-tortuous vessel. The physician advanced the guidewire and pig tail angiography catheter through the sheath to inferior vena cava to perform angiography. After an amplatz5090 guidewire was placed as support, a 7 x 80 x 120 epic vascular stent was advanced for treatment. During stent deployment, it was noticed that the stent was displaced forwardly. Because the stent could not be constrained, it was then completely deployed but failed to be deployed in accurate location. The device was implanted in the lesion and was overlapped with other 7x100 innova stent to cover the lesion. There were no patient complications reported.

Event description:
It was reported that stent migration occurred. The patient underwent abdominal aortography and iliac artery stenting. Vascular access was obtained via the femoral artery and placed guidewire vessel sheath. The mild dissected target lesion was located in the non-calcified and non-tortuous right iliac artery. The physician advanced the guidewire and pig tail angiography catheter through the sheath to inferior vena cava to perform angiography. After an amplatz 5090 guidewire was placed as support a 7x80x120 epic vascular stent was advanced for treatment. During stent deployment the stent was displaced forwardly. Because the stent could not be constrained, it was then completely deployed but failed to be deployed in accurate location. The device was implanted in the lesion and was overlapped with other 7x100 innova stent to cover the lesion. There were no patient complications reported and the patient was stable post procedure.